Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause was undetermined. The physician suspected anatomy and recapture contributed to the distal portion not opening.

Event description:
Medtronic received a report that a pipeline failed to open at the distal section. It was reported that physician felt he was unable to get the pipeline sleeves to open after trying every suggested method requested a different device. The pipeline failed to open at the distal section. The pipeline was not positioned in a bend and did not get stuck in the capture coil . More than 50% of the pipeline deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times and removed from the patient with the microcatheter. No additional steps or other devices were required to open the pipeline. The pipeline and all accessory devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.